Event description:
New sigma pump was not reading upstream occlusion. Patient receiving nimbex for sedation, rn having to increase drip because patient was agitated, moving. Pump saying IV running. Rn checked flow. IV not infusing, upstream clamp closed. Pump taken out of service. Medication changed to new pump with control of agitation. Pump was tested and subsequently sent to manufacturer for final evaluation.